Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) unit during dwell 3 of 4. The technical service representative (tsr) explained and reset the alarm. The tsr verbally assisted the home patient (hp) to unload the cassette and bags at the time of the call. The hp was still connected and did not have to disconnect the evening of the call. There were no leaks and the bags were still connected. In addition, the spare lines were clamped closed. The tsr referred the hp to the on-call nurse for further medical instruction. There was no patient injury or medical intervention indicated at the time of the initial report. The following month, the nurse was contacted and stated that the hp developed peritonitis. Four days later, the following information was obtained: the hp went to the hospital emergency room (ER) on original month, with a cloudy effluent bag and was vomiting. The hp was diagnosed with peritonitis, 10 days after the system error 2240 alarm. The hp was treated with vanocomycin 1g intraperitoneal (ip) and gentamycin (dosage unknown) and released from the ER. A cell count was performed the same day, and the leukocyte count was 7150. A culture was also performed on the same date but grew no bacteria. The nurse stated that the hp is legally blind and most likely contaminated her set-up during a therapy; however, she was not sure what else could have caused the peritonitis. The hp was given another dose of vancomycin 1g ip six days later, and a cell count performed on the same date yielded a leukocyte count of 4. The hp reportedly recovered from the peritonitis episode the same day, and is doing well on peritoneal dialysis with no further complications.